Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument's intuitive motion was experienced due to a broken pitch cable found at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The cable segment that contains the crimp was still installed in clevis. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hysterectomy procedure, the fenestrated bipolar instrument was not responding to the surgeon's control. No patient harm, adverse outcome or injury was reported.